Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: during testing, the pump was powered on to the verify screen with vibrations functional but no auditory alert upon start up. The pump cover was removed and the piezo contact was found to be misaligned. The pump powers up with auditory alert after the piezo-contacts were realigned.